Event description:
According to the available information, the patient reportedly had some delays from surgery due to bleeding / hematoma and was finally able to pump the prosthesis up on (B)(6) 2024. The prosthesis did not work properly, it was unable to fully erect. Also, it was an inch and a half shorter than regular erect size. Patient is very disappointed and now is reportedly going to have another surgery to correct problem.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.